Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that episodes could not be retrieved from the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.